Event description:
It was reported the needle mechanism did not deploy. No adverse patient impact was reported.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.